Manufacturer narrative:
B5: update "a multorate large volume infusors" to "a multirate large volume infusor". The device was being filled with normal saline at the time of the observed leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multorate large volume infusors leaked at rotating cap during filling. There was no patient involvement. No additional information is available.